Event description:
It was reported that the remote transmission showed three runs of ventricular tachycardia which were thought to have been induced by managed ventricular pacing (mvp). The mvp was programmed off, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.